Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).